Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2013 patient required medical intervention after a hypoglycemic event. Patient claimed loss of consciousness and that paramedics administered CPR and dextrose to patient due to low blood sugars. Patient was never transported to the hospital.